Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had high blood glucose in the last 3-4 weeks. Customer's blood glucose was over 600 gm/dl. Customer stated that she has been to her health care professional twice since the issue started. Customer treated with an injection of 30 units and 10 units bolus. Customer found 1 soda size bubble and was advised that it was okay. Customer stated there are no bends or kinks in the tubing. Customer ran a manual prime and the insulin did exit the tubing. Customer had no delivery alarms and low reservoir alarms in the alarm history. Customer does not have a tubing clamp and will be shipped one. Customer stated that the cannula was not bent or occluded. Customer was advised to do a complete set change.